Event description:
It was reported from the (B)(6) that after an unspecified surgical procedure it was observed that the electric pen drive device was self-triggering. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the electric pen drive device was self-triggering was confirmed. An assessment was performed and it was determined that the device failed visual inspection, liquid was dropping from device. It was noted that the device was received in optical used condition, on one side the company logo showed discoloration but was still legible, water was dropping from the handpiece. During the assessment the device kept running in low revolutions once started although the trigger was released. Randomly it was possible to let the device run in reverse mode, but partially the handpiece did not react whether to foot or the hand-switch. The device was fully dismantled, the housing interior was covered with water drops and traces of reprocessing and corrosion could be detected on the controller. It was further determined that the device failed pretest for check function with test hand switch. It was determined that the most relevant root cause could be linked to improper reprocessing. The assignable root cause of these conditions was determined to be traced to environmental conditions. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition.